Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump has also been exposed to moisture. Customer's current blood glucose reading was 368 mg/dl. However, customer also reported a low of 15 mg/dl and a high of 444 mg/dl. Nothing further reported.